Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir window, cracked reservoir tube and cracked case near display window corners.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 275 mg/dl at the time of incident. The customer stated that the insulin squirted out and the pump had cracks on the reservoir compartment. The customer attempted to prime about 3-4 times and wasted 50-100 units of insulin. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.